Event description:
It was reported that one day post successful 2.5x18mm promus stent implantation in the totally occluded left posterior descending artery, the patient was found to have a perforation in the target lesion, which was treated with medication. Cardiac enzymes were elevated. On (B)(6) 2010, percutaneous coronary intervention was performed. On (B)(6) 2010, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of perforation is listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.